Event description:
The following has been reported: biomed reported: ticket stated, "needs service". Cleaned and ran test infusion. No alarms. Patient status unknown. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: tubing set error (ipc connection leak failure). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak from the cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) over-insertion of the secondary port which caused a crack at the cassette, 4) cassette seal not assembled correctly causing a leak in the flow dial. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.